Manufacturer narrative:
After secondary review of this file performed on (B)(6) 2020, it was decided to add code off-label use (a2304) to more accurately capture the reported event. Breast implants are single-used devices, and re-implantation of the same device is off-label use. The impacted side is unclear; this medwatch report has been defaulted to report the off-label use. If additional information is received, a supplemental report will be submitted as applicable. Manufacturer¿s reference number: (B)(4) block b1: is product problem - selected. Block h6: medical device problem code - added off-label use (a2304).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent a primary breast augmentation with 300cc smooth mentor memorygel breast implants experienced cutaneous contour deformity on one side, and grade IV capsular contracture on the contralateral side postoperatively, along with recurrent breast ptosis and bilateral inverted nipples. The patient stated one side is triangular, and the capsular contracture was painful and misshapen. As a result, the patient underwent surgical intervention on (B)(6) 2020, where a capsulectomy for the capsular contracture was performed, and the implant was removed and reused. This medwatch report is for the second of two implants.